Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead sensed atrial activity because a portion of the distal coil was protruding through the tricuspid valve. The suspected cause was that the rv lead tip had been implanted close to the tricuspid valve. The patient was not pacer-dependent, there was no inhibition of pacing or asystole longer than two seconds. The issue could not be resolved by reprogramming, and it was noted that the lead would have to be repositioned to resolve this issue. The physician chose to monitor the patient at this time. This lead remains in service. No adverse patient effects were reported.